Event description:
Numbness tingling in arms (past 5 months). Chest & ribs pains - 2009. Hard to breathe. I have used poligrip, 2002 - til now. I have had the problems above. I've also had 3 kids while using the cream, my one child has eating disorder and my other child has an underactive thyroid disorder. I also suffer with very painful headaches 2 to 3 times a week. I have no insurance to see a doctor. Dose: denture cream. Frequency: two times a day. Route: oral. Dates of use: 2002 - still using. Diagnosis: had teeth removed. Event abated after use stopped or dose reduced: no.